Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was alleged that the patient had a possible pocket infection with swelling and bloody discharge. The implantable cardioverter defibrillator was removed and replaced with a temporary pacemaker. The patient was stable.